Event description:
It was reported that a revision surgery was performed due to infection. Patient had two washouts on (B)(6) 2018 and (B)(6) 2018 due to superficial haematoma. Afterwards, 38mm resurfaced patella was exchanged. Surgeon does not fault the implant.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical/medical information has been provided. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.